Event description:
It was reported by the customer that on (B)(6) 2023, the patient who had a PICC catheter since february 2023 came for medication via the emergency room, routine medication was administered (morphine, tilethyl, diazepam, cimitidine, intravenous digesan), the salinization by whirling technique without resistance, after the PICC was dressed by the trained nurse without intercurrence, accompanied by the conscious and oriented patient, then a new salinization was performed and presented resistance. The un obstruction technique was performed on the same day, the next day and the PICC was pulled 2 cm without success in un obstructing. We performed the passage of a new PICC catheter, when removing the PICC it was verified that it was ¿obstructed¿, salinization was performed, with resistance we tried to pass the guide wire used in the other PICC, without success. It was observed that at the junction of the catheter with the part that is clamped, the catheter apparently ¿it closed." No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of an obstructed catheter/connector assembly was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph and one segment of digital video which depicted a 4fr s/l groshong catheter. The depicted catheter was assembled with a two-piece connector. The video depicted unsuccessful attempts to insert a wire through the catheter/connector assembly. The assembly appeared to be partially or fully occluded. The darker blue compression sleeve was visible partially protruding from the grey plastic of the distal connector segment. The photograph appeared to depict a closer view of the compression sleeve with a catheter fragment compressed within it. The catheter/connector assembly appeared occluded within the provided video and photograph, and the cause of that occlusion appeared to be the position of the compression sleeve. The compression sleeve is intended to remain completely within the distal connector segment and should not be visible when properly assembled; however, the cause of the compression sleeve malposition could not be determined from examination of the provided photograph and video. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported by the customer that on (B)(6)2023, the patient who had a PICC catheter since (B)(6)2023 came for medication via the emergency room, routine medication was administered (morphine, tilethyl, diazepam, cimitidine, intravenous digesan), the salinization by whirling technique without resistance, after the PICC was dressed by the trained nurse without intercurrence, accompanied by the conscious and oriented patient, then a new salinization was performed and presented resistance. The un obstruction technique was performed on the same day, the next day and the PICC was pulled 2 cm without success in un obstructing. We performed the passage of a new PICC catheter, when removing the PICC it was verified that it was ¿obstructed¿, salinization was performed, with resistance we tried to pass the guide wire used in the other PICC, without success. It was observed that at the junction of the catheter with the part that is clamped, the catheter apparently ¿it closed." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.